Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Helix appears normal.

Event description:
Boston scientific received information that this right ventricular (rv) lead perforated the patient's heart wall. It was confirmed via echocardiogram. The rv lead was explanted and new one was placed. No additional adverse patient effects were reported.